Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissor instrument tip cover accessory was damaged. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The distal end of the mcs tip cover accessory exhibited localized melting which is indicative of arcing. An additional observation not reported by the site was also identified. The mcs instrument tip cover accessory had tearing at the distal end. Tears were axially aligned with the tip cover accessory and measured from 0.042" to 0.057" in length. There were signs of thermal damage near the tears.